Manufacturer narrative:
The handpiece was returned to the manufacturer for investigation and no leaking was detected. According to the quality engineer, old oil was discovered in the hose of the handpiece. This was most likely caused by a build up of oil in the handpiece during regular use. Over time the oil build up can reach a critical level and start coming out in the sterilization process.

Event description:
It was reported that the handpiece was leaking oil. There was no pt involvement reported and no adverse consequences were alleged.